Event description:
The ICD was explanted due to difficulties in retrieving stored electrograms.

Manufacturer narrative:
H.3: evaluation summary: failure analysis was unable to reproduce the field conditions. It is unknown at this time the cause of the alleged field anomaly. Additional device testing verified proper braycardia pacing,anti-techycardia pacing, and sensing function. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including the battery voltage and telemetry responses of the device were alsot tested and functioned appropriately. In conclusion, co's analysis found normal device characteristics.